Event description:
It was reported that a surgeon had already drilled a pilot hole with our 2.5x12mm aviator drill bill using our variable drill guide. The surgeon then used a 4.0 x12mm variable self-tapping screw in the top left hole of the plate when the surgeon noticed that the screw crushed and deformed the spring bar. The surgeon quickly removed the screw and plate and replaced the plate with another one and then proceeded to complete the case.

Manufacturer narrative:
Method: visual inspection; results: no specific details were provided concerning the technique used that could have contributed to the reported event (such as over-articulation of the drill guide/tap/screw). Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. Conclusion: the returned device was confirmed to be an aviator assy two level plate. It was confirmed via visual inspection that the spring bar of the plate was deformed over a screw hole. All components were successfully removed and a new plate was installed.

Event description:
It was reported that a surgeon had already drilled a pilot hole with our 2.5x12mm aviator drill bill using our variable drill guide. The surgeon then used a 4.0 x12mm variable self-tapping screw in the top left hole of the plate when the surgeon noticed that the screw crushed and deformed the spring bar. The surgeon quickly removed the screw and plate and replaced the plate with another one and then proceeded to complete the case.